Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas alleging that the patient experienced a blood glucose of 33.3 mmol/l with unspecified ketones, diabetic ketoacidosis, abdominal pain, nausea, shortness of breath, and chest pain associated with an alleged history/settings issue. Reportedly, the patient discontinued pump therapy and was hospitalized and treated with intravenous fluids by their health care provider. During troubleshooting with customer technical support, it was noted that the patient called in for a power issue but troubleshooting was unsuccessful. This complaint is being reported because the malfunction caused the patient to come off the pump and experienced a hyperglycemic event associated with the alleged history/settings issue.

Manufacturer narrative:
Follow-up #1: date of submission 12-jun-2018 device evaluation: the device has been returned and evaluated by product analysis on 04-jun-2018 with the following findings: a review of the black box showed unexplained power on reset events with deliveries never resumed. The last bolus was a 11.60 unit bolus. The total daily doses added up correctly and reflected the user's programmed basal rates. The pump passed delivery accuracy testing and was found to be delivering accurately and within range. The pump was exercised for 24 hours with a 2.0 unit per hour basal rate and at the end of testing the basal history correctly showed 2.0 units and the total daily dose showed 48.0 units. No alarms or delivery interruptions occurred during the testing. The history settings issue was unable to be duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.